Event description:
It was reported, during an implant procedure, the lead would not capture. It was noted the physician thought it became bent while passing lead through the introducer. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the conductors was complete. The helix electrode consistently extended in four turns and retracted in six turns. A cut through the outer insulation at medial section at 29.5 centimeters was visually observed. Damage at implant noted. Primary analysis findings indicated no anomalies found, lead functionally normal.